Event description:
Pt said she received 2 new solis pumps a week ago and in the middle of the night the one attached kept beeping. Pt noticed the screen was red however pt didn't read the error on the screen. Pt switched to her backup pump and resumed infusion. The next mix pt retried the same malfunctioned pump and was given another error. Pt doesn't recall what the pump said but was able to move to her backup pump and that worked fine. Pt wasted 1 mix in the process and provided the serial number (B)(6). Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved.